Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') and genital injury ('damaged fallopian tubes') in an adult female patient who had essure (batch no. 784992-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("bloating") and hot flush ("hot flashes"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhoea(cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain") and migraine ("migraine"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), metrorrhagia ("metorhagia (bleeding b/w periods)"), rash ("rash/skin condition"), headache ("headaches"), nausea ("nausea") and skin disorder ("rash/skin condition"). The patient was treated with surgery (salpingectomy (bilateral) and salpingectomy (bilateral), bilateral tuboplasty). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital injury, dysmenorrhoea, abdominal pain, back pain, dyspareunia, metrorrhagia, rash, alopecia, fatigue, migraine, headache, weight increased and nausea had resolved and the abdominal distension and hot flush had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital injury, headache, hot flush, metrorrhagia, migraine, nausea, pelvic pain, rash, skin disorder and weight increased to be related to essure. The reporter commented: discrepancy noted as per previous source document: (B)(6) 2012. Plaintiff received treatment for pain: dysmenorrhea, pelvic pain, abdominal pain, back pain, dyspareunia. Bleeding: metorhagia, allergy rash/skin condition. Other: hair loss, fatigue, migraine, headaches, weight gain, nausea. Approximate weight at the time of essure placement 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Lot number (784992) is invalid. Most recent follow-up information incorporated above includes: on 21-feb-2020: update of information (batch is invalid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') and genital injury ('damaged fallopian tubes') in an adult female patient who had essure (batch no. 784992) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("bloating") and hot flush ("hot flashes"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhoea(cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain") and migraine ("migraine"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), metrorrhagia ("metorhagia (bleeding b/w periods)"), rash ("rash/skin condition"), headache ("headaches"), nausea ("nausea") and skin disorder ("rash/skin condition"). The patient was treated with surgery (salpingectomy (bilateral) and salpingectomy (bilateral), bilateral tuboplasty). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital injury, dysmenorrhoea, abdominal pain, back pain, dyspareunia, metrorrhagia, rash, alopecia, fatigue, migraine, headache, weight increased and nausea had resolved and the abdominal distension and hot flush had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital injury, headache, hot flush, metrorrhagia, migraine, nausea, pelvic pain, rash, skin disorder and weight increased to be related to essure. The reporter commented: discrepancy noted as per previous source document: (B)(6) 2012. Plaintiff received treatment for pain: dysmenorrhea, pelvic pain, abdominal pain, back pain, dyspareunia. Bleeding: metorhagia, allergy rash/skin condition. Other: hair loss, fatigue, migraine, headaches, weight gain, nausea. Approximate weight at the time of essure placement 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs and mr received: lot number added. Events: bloating, hot flashes, damaged fallopian tubes were added. Event onset date, outcome, lab data, reporters, patient demographics were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea(cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), rash ("rash/skin condition"), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), nausea ("nausea") and skin disorder ("rash/skin condition") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, dyspareunia, metrorrhagia, rash, alopecia, fatigue, migraine, headache, weight increased and nausea had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, metrorrhagia, migraine, nausea, pelvic pain, rash, skin disorder and weight increased to be related to essure. The reporter commented: discrepancy noted as per previous source document: (B)(6) 2012. Plaintiff received treatment for pain: dysmenorrhea, pelvic pain, abdominal pain, back pain, dyspareunia. Bleeding: metrorrhagia, allergy rash/skin condition. Other: hair loss, fatigue, migraine, headaches, weight gain, nausea. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test(s) (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain: dysmenorrhea (cramping),pelvic/abdominal, back, dyspareunia (painful sexual intercourse), metorhagia (bleeding b/w periods), allergy rash/skin condition, hair loss, fatigue, migraine, headaches, weight gain, nausea. Event outcome was added for the events: dysmenorrhea, pelvic pain, abdominal pain, back pain, dyspareunia, metorhagia, allergy rash/skin condition, hair loss, fatigue, migraine, headaches, weight gain, nausea. Lab data and reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.